Manufacturer narrative:
The device was not returned to (B)(4) for evaluation so no investigation could be completed. Based on the complaint information received, the pump appears to have under infused at a rate that (B)(4) considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that when the programmed infusion was complete there was "200ml overfill instead of 50ml overfill" left in the bag as expected. (B)(4) followed up with the initial reporter who stated that the patient did not experience any adverse events or any delay of therapy due to the alleged event. (Complaint-(B)(4)).